Event description:
Event occurred on (B)(6) 2013, but notified to medacta on (B)(6) 2013 only. The femoral canal was prepared with the broach size 3, the trials were performed with the broach size 3 and the head size 36 s and it was decided to use the implants of the same size of the trials. The reduction was not possible since the stem size 3 did not go as deep as the broach size 3 into the canal. The surgeon decided to use a head size 32 s to reduce the joint (so, a different size than the liner, that was a 36). A revision surgery will be necessary. Additional information received on (B)(6) 2013: revision surgery successfully performed on (B)(6) 2013, with the removal of the ceramic head size 32 s for a revision ceramic head size 36 s, while the stem has been kept in place. Please ref MFR # 3005180920-2013-00040.